Manufacturer narrative:
Philips received a complaint on the xper flex cardio 2010 rev-c-exchange indicating that the video output showed alarms, but no sound was coming out. The device was in use on patient at time of event, there was no adverse event reported. Multiple attempts were made to obtain additional information regarding the correct serial number, evaluation, repair, and operational status with no response from the customer. No further information was provided. The remote service engineer was able to confirm that a spare device was used to resolve the issue. A supplemental report will be submitted if new information is obtained. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. Note: the serial number, manufacture date and UDI previously provided were not correct.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the fc2010 was not alarming. The video output is showing alarms, but no sound is coming out. The device was in use on patient at time of event, there was no adverse event reported.